Event description:
The customer reported the uninterruptible power supply (ups) unit that is set up with the x-ray system had failed and filled the room with smoke. There was no injury reported.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.